Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: an evaluation was performed on the returned device. As per received condition of device; the part received broken at the c-channel neck; both parts with complaint. Evaluation of the product showed that the material meets specification and the neck diameter near the breakage is with .01mm of nominal. Based on the evaluation, the complaint condition is confirmed but is not considered to be related to manufacturing material or processes. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that transverse connector was implanted in the t10/s2ai region for healing of spinal fracture on (B)(6) 2014. An x-ray taken on (B)(6) 2015, revealed breakage of the device. The surgeon scheduled an extraction/revision surgery on (B)(6) 2015. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: event date: unknown. A product investigation summary was completed: we are not able to determine the exact reason for this reported problem, but it is likely that there was an overloading situation or strong body / bone movement from the patient that led to the breakage of the implant. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the device history records revealed that there were no issues during the manufacture of the product that would contribute to the complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information was not reported. Explant/revision surgery was scheduled for (B)(6) 2015. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the device was received. The investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.